Event description:
It was reported that the 6800 system had a physicist discrepancy of the beam was too large. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.